Manufacturer narrative:
The component was tested to evaluate its performance as noted in evr19970468. The positive terminal screw was noted to be loose. The alarm assembly passed the sound-pressure level tests, but was noted to activate intermittently due to the loose terminal screw. The service history indicates no other occurrences of intermittent alarm failure, thus it may reasonably be presumed that the failure is due to random events, or perhaps an action of the user. No further action is planned for this file.

Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged malfunction, but replaced the audio alarm assembly as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.